Event description:
It was reported to philips that the device had an operational check failure. There was no patient involvement.

Event description:
It was reported to philips, that the op check failed the therapy test. If you push the charge button, either a blue screen appears. And the op check will be forcibly terminated or a blank screen is displayed.

Manufacturer narrative:
Complaint evaluation: the customer requested, that a philips field service engineer (fse) be dispatched to the customer site. An evaluation was completed. And the fse was unable to replicate the alleged failure. Customer resolution and conclusion: upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. However, the fse did recommend replacement of the power pca if the malfunction occurred again. At this point in time, philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated, during evaluation. A definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.